Event description:
It was reported that the nurse hung a new bag of vasopressin 40 units in sodium chloride 09.% 100ml and programmed with rate of 0.4units/ml as continuous infusion. When the channel was scanned, the device gave an error message stating that this pump is not available and then shut off with a "channel error" message. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.